Event description:
It was reported the patient's blood glucose levels rose to 257 mg/dl, while wearing the pod between 36 and 48 hours. When removed from the infusion site (abdomen), the pod's cannula was found to be bent. As treatment, the patient gave a correction bolus and changed out the pod. The pod was leaking.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6 please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The returned device was evaluated and the pod was received with the soft cannula deployed and it was not observed to be bent or kinked. The pod data showed no alarms, timeouts, or drive stalls occurred that would indicate an issue or failure with insulin delivery. During fluid path testing, the fluid was able to travel the complete fluid path with no issues and no leaks were found. Therefore, no problems were found regarding the reported bent/kinked and leaking during wear events. Inspection of the pod found no damages or deficiencies that would contribute to skin swelling. The cause of the reported infusion site event could not be determined.